Event description:
It was reported that the patient was taken up for percutaneous transluminal coronary artery of proximal left anterior descending artery lesion. It was predilated and a xience v 3.5 x 18 mm was deployed at 16 atmospheres in the lesion. Good flow was achieved, but after withdrawing the stent delivery system, the physician observed a flow limiting dissection distal to the stent. Another xience v 3 x 12 mm was deployed to cover the dissection. The end result was good timi iii flow. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.